Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A/p chamfer blocks show frayed metal pieces / can stay in patient the saw this after surgery in the cleaning room.

Manufacturer narrative:
The devices associated with this report were not returned. The initial report stated the damage was on the slots where the sawblade enters the reported chamfer blocks. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to suspected misuse and or product wear out due to normal intended use. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices were not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary